Event description:
Insulin syringe are defective. The plastic cap covering the needle looks like it has melted, producing a raised circle. The pt says he cut his finger when trying to take the cap off the syringe.